Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was revision for an unknown reason. During reconnection of the rv lead to the implantable pulse generator (ipg) device, the setscrew did not sound like it was tight. After replacing the wrench, the setscrew sounded like it was tight. However, when the lead was tested and pulled, the lead came out of the header. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was revised due to dislodgement.